Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a controller had a very low sound alarm when a high priority alarm was induced during the software upgrade. The doctor exchanged the controller and no effect on the patient noted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to "low sound" event. Analysis of the controller revealed that device met specifications; the device passed visual and functional testing. The event could not be confirmed during bench level testing. The sound level of a high priority alarm at one (1) meter was measured during testing and the results revealed that the alarm was within the specification limit. However, visual inspection of the housing revealed that a foreign label or sticker had been placed on the controller's rear case, obstructing the gore-tex membrane. If the gore-tex membrane is obstructed, it may cause low sound of the controller alarms. The reported event could not be duplicated at the bench level; however, the most likely root cause may be attributed to an obstruction of the gore-tex membrane. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced.